Event description:
A us distribution contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact and small cardiac signal contributed to the false detection. The patient was conscious and getting dressed at home at the time of the event. The response buttons were not pressed during the event. The patient remained at home and continues to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at home and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(6): 04/2010 - reuse. Electrode belt sn (B)(4): 09/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillations.